Manufacturer narrative:
(B)(6). Section d4: device identification details were requested, however, not received. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit single heated with mr290 autofeed chamber, was found leaking water from the chamber base during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: device identification details were requested, however, not received. Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for assessment. Our investigation is based on the information and photographs provided, and our knowledge of the product. Results: review of the provided photograph and a video confirmed that the subject humidification chamber dome was leaking at the location between the chamber dome and the chamber base. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported fault. The user instructions provided with the rt225 breathing circuit include the following: - "do not use the chamber if the seals are not intact when received, of if it has been dropped." - "visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit single heated with mr290 autofeed chamber, was found leaking water from the chamber base during patient use. There was no patient harm reported.